Event description:
It was reported, an sjm 17 mm mechanical valve (medwatch report# 2648612-2010-00024) was explanted approximately one month and a half post-operatively due to thrombosis. This valve was then implanted and within a month or two, it thrombosed and the pt died (date unk). Additional info has been requested.